Event description:
The reporter stated, that the surgeon inserted a three piece silicone lens model aq2003v and the lens tore. The surgeon removed the lens without enlarging the incision or suture. No pt injury.

Manufacturer narrative:
Results - a visual inspection of the returned product shows the lens is torn in half and both haptics are torn off and missing. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for eval. Conclusions - an investigation was opened to eval a complaint trend associated with lens tears that was originally identified in 2005. The damage to the lens, as observed and photographed upon the return of the lens to staar, can not be definitively and exclusively correlated to a specific root cause. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the mfg of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.